Event description:
Dealer reported that the monitor was not alarming. This was followed up with a report that the monitor would beep twice at start-up, then alarm continuously. During the service of the monitor it was found that one of the audio alarms had a loose wire, permitting the alarm to malfunction intermittently.